Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation caused significant swelling, at the infusion site (hip/buttocks) while wearing the pod between 37 and 48 hours. Symptoms reported include pain, burning sensation and difficulty walking. The affected area was slightly larger than the pod. The patient visited a physician; however, no treatment was required and a new pod was applied. The pod was discarded.